Manufacturer narrative:
One opened/used sensor was inspected and analyzed. The sensor passed with accurate reading however it was noted that the sensor cannula was broken, and it was missing.

Event description:
Customer reported the insulin pump had alarmed bad sensor. Customer's blood glucose was 110 mg/dl. Customer stated issues have occurred with the past two sensors. Customer inserted the sensor in the abdomen. He didn't experience any pain or discomfort when he inserted it, there was blood at site. Customer stated the sensor cannula was not bent when he removed the last one. Customer was advised how to properly calibrate the sensor. Customer agreed to return the sensor for analysis.